Event description:
The customer reported that the system would not display an image. The closed circuit digital camera was not working. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The closed circuit digital camera was replaced and adjusted. The system was tested and found to be working as intended and put back into service.